Event description:
It was reported that this implantable pacemaker was unable to be interrogated prior to implant. A new device was successfully implanted. No adverse patient effects were reported. The device is expected to be returned for investigation.